Manufacturer narrative:
It was noted in a file review on 09feb2017 that the expiration date for the lot # 3904690101 was mistakenly omitted in the initial MDR submitted on 01feb2017. The expiration date is: 01-oct-2020. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) called our affiliate in (B)(4) to report that while wearing the 1-day acuvue define lenses, he/she experienced discomfort and redness on both eyes on (B)(6) 2017. The pt reported that he/she went to an eye care provider (ecp) and was diagnosed with conjunctivitis ou. The pt reported that he/she was prescribed levoxacin and sodium hyaluronate eye drops, both drops to be used every 1-2 hours. The pt reported that the ¿eyes were still red today, but better than yesterday.¿ on 13jan2017 an additional call was placed to the pt and the additional information was obtained as follows: the pt reported that he/she had a follow-up visit with the ecp on (B)(6) 2017. The pt reported that the ecp advised that ¿the eye condition had greatly improved.¿ the pt reported that he/she ¿stopped using the levoxacin eye drops, but still using sodium hyaluronate eye drops three to four times a day.¿ the pt also reported that ¿it was not bacterial infection.¿ the pt reported that the suspect product has been discarded. No additional medical information has been received. The event is being reported as a worst case event for the pts os event. The pts od event will be filed as a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3904690101 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.